Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the u/d and the r/l pulley wires fluid damage, the ccd drive pcb fluid damage, the objective lens broken, the laser cut filter broken, the segment compressed (short in length), the operation channel (primary) buckled, the light guide cable buckled, the angle wire play, the bending rubber missing, the lcb (light carrying bundle) crushed, the air nozzle deformed, the remote control buttons cut, the objective lens scratched, the suction channel dirty, the segment loose, the insertion flexible tube worn out, and the distal body worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.